Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary artery treatment procedure a dissection occurred. The lesion was located in the proximal circumflex. The dr. Was advancing the wire through a "crudy" tortuous artery. Once the artery hit 90 degrees the wire did not follow the artery and went into the sub intimal. Once this happened the physician removed the wire and proceeded to use a non bsc wire to complete the procedure. The patient condition is stable.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the wire pierced the intima wall but did not dissect the artery.